Event description:
The manufacturer representative reported that an engineer told them that the longevity is a strong estimate based on settings and thus has not happened but anticipated. Patient has high settings. Rep also said that the settings are different then those that were set for the previous implant so it should not be comparable. They adjusted the barometers and did see estimated eri increased to satisfaction. The logs weren't able to be obtained due to scheduling, however, they will report any new info if it becomes available at future appointments.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that percept pc which was implanted in aug 30 2021 is now showing eri in 1.9 years, when the patient's previous device lasted little over two years. Manufacturer representative (rep) provided the programming of the ins today: 1-2-c+ 3.2ma, 150pw, 140hz , contact impedance values: c1: 910 ohms, c2: 985 ohms and contact 1,2: 1427 ohms. Longevity calculation was done via demo mode and found depending how programmed from 2.3 yrs to 4 yrs 2 months, depending on how electrodes were programmed and impedance value used. Rep was going to go to clinic and get session report, json file and dbs app files and send them in for review. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.